Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Visual review and optical observation noted the one of the scissor jaws and attachment pins are missing, and the attachment pin hole appears to be show deformation, consistent with overload. The above observations are consistent with overload.

Event description:
It was reported that the ¿mouth¿ of the instrument is locked in an open position; the screws fell off. No patient complications were reported.